Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Subsequently, the customer went to the emergency room and was admitted to the hospital in the progressive care unit (pcu) for approximately 1 day due to an elevated blood glucose (bg) displayed as "high" on the continuous glucose monitor (cgm) and diabetic ketoacidosis. The hcp determined the ketone level to be life threatening. A correction bolus was delivered to address bg, and the customer received IV fluids of saline, insulin, magnesium, and potassium while in the pcu. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.